Manufacturer narrative:
It was reported that a 54-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Correction: the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation on 6/20/2019. Initial visual analysis observed there was no visual damage or anomalies. This information was inadvertently omitted in the 3500a initial medwatch report submitted to FDA on 6/27/2019. As such, fields d10. Device available for evaluation, has now been populated to yes, d10. Date device returned to manufacturer has been populated with 6/20/2019 and d10. Is device returned to manufacturer has now been checked. Device evaluation details: on 7/7/2019, the device evaluation was completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30199070l number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, there was a drop in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 2 liters of fluid from the pericardial space; however, the effusion did not improve, and the patient was transferred to the operating room for cardiothoracic surgery. The perforation was repaired. The patient was reported in stable condition. Extended hospitalization was not required. Patient¿s outcome is recovered. Physician¿s opinion regarding the cause of the adverse event is that the perforation occurred from the ablation catheter after ablation while manipulating the catheter to a new position. Transseptal puncture was not performed during the case. A possible steam pop occurred during the ablation, and the doctor looked for effusion right after and continually monitored for an effusion afterwards. The irrigation was set at 15 ml/min. No error messages were observed on any bwi equipment. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto 3 system did not indicate to re-zero the catheter. The steam pop by itself is not reportable issue. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.